Event description:
During CT scan of the chest/abdomen/pelvis, aprroximately 1-2 seconds into injection of contrast, prefilled optiray 350 prefilled syringe came loose from the CT scan injector. Syringe plunger connector noted to be bent and the outer rim of the injector casing was cracked. A new prefilled syringe was inserted into the injector and the exam was finished successfully.staff showed the covidien rep, who supplies the prefilled syringe to the radiology CT scan department. Rep had no response for why plunger connector was bent and why plunger casing was cracked.